Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(4)) stopped after performing compressions" was confirmed during the archive data review but not during the functional testing. The returned platform passed the functional testing and performed as intended. The cause for the reported complaint based on the archive data review was due to the user advisory (ua) 17 (max motor on time exceeded during active operation) error message, likely due to the large size and stiffness of the patient's chest. During visual inspection, there was no physical damage observed on the autopulse platform. The archive shows that the platform performed a few compressions and then stopped due to the user advisory (ua) 17 and (ua) 02 (compression tracking error) error messages on the reported event date, thus confirming the customer's complaint. The user advisory (ua) 17 errors observed during the archive review shows the motor was on too long during active operation and the autopulse platform did not reach the target depth within the specification. The take-up target and the encoder take-up end values indicated the patient chest circumference was large in size and very stiff to compress. The probable root cause for (ua) 02 could be due to the patient not being oriented on the platform correctly, most likely due to user error. The user advisory (ua) 02 is a clearable error message. The user advisory (ua) 02 alerts the operator as the drive shaft rotates and shortens/tightens the lifeband (compresses the chest), the load sensors do not see the expected increase in load. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The platform was intensively tested with the manikin multiple times for several minutes. The platform passed all functional testing criteria without error. There was no device malfunction observed. In addition, the drive train motor brake gap was inspected and verified to be within the specification of (0.008" ±0. 001"). A load cell characterization test was performed and confirmed that both cell modules function within the specification. During further functional testing, unrelated to the reported complaint, the stiff manual rotation of the driveshaft was noted as a result of a dirty and burred clutch plate and dirty clutch area. The clutch area was cleaned and the clutch plate was deburred to address the observed issue. The stiff manual rotation of the driveshaft is likely attributed to wear and tear. The autopulse platform is manufactured in january 2011 and is more than 12 years old, well beyond the expected service life of 5 years. Waiting for the customer's approval for service repair.

Event description:
During patient use, the customer reported that the autopulse platform (sn (B)(4)) stopped after performing compressions for an unknown period of time. The battery was replaced without any success. The patient's status information was requested but the customer did not provide a response.